Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient.(B)(4).

Event description:
Treatment of a right unruptured cav (cavernous) aneurysm measuring 10mm x 7mm. During the procedure, it was reported that angioplasty was performed on the pipeline to achieve full wall apposition (an option presented in the instructions for use).no injury was reported with the patient as a result of the procedure.